Manufacturer narrative:
The actual complaint sample was returned for evaluation. The sample was evaluated by connecting the formula to the product before attaching the pump set to the joey pump. The formula leaked from the tip which occurred as a result of the aff valve positioned incorrectly. The reported condition was confirmed. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when they connected the formula to the product before attaching the pump set to the joey pump, the formula leaked from the tip. No patient injury.